Manufacturer narrative:
Ppae ( hematuria): the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additionally, information received confirms the impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to implant. Section d6b has been updated accordingly. Further information received confirmed the patient's weight as captured to a4 and previously reported. Correction. Section d1 brand name was corrected accordingly.

Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78 year old male supported with an impella 5.5 (pump 1 of 1, s/n (B)(6)) implanted on (B)(6) 2026 at 10:53 am for the indication of cardiomyopathy was reported to have bloody urine during support. Hemolysis evaluation was initiated, and pump position was confirmed as satisfactory on tee by the managing physician. Based on available information, the event of hematuria was clinically attributed to foley catheter insertion rather than impella device performance. Hemolysis was not confirmed by laboratory testing, pump position remained appropriate, and no device malfunction has been identified at this time.